Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized twice between (B)(6) 2016 and (B)(6) 2017. The patient experienced diabetic ketoacidosis and dehydration. The patient was treated and released. Additionally, she woke up on a day after her hospitalizations with a blood glucose of 538 mg/dl. The patient treated via manual insulin injection, then insulin pump therapy. During troubleshooting the insulin pump passed the high pressure test. The insulin pump was not returned for analysis.